Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that it is displaying a 110b proximal pressure sensor auto zero failed error message. The customer reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse ran the unit for fifteen minutes and error code 110b populated the screen. After reviewing the diagnostic logs and service manual it was determined that the unit needed a data acquisition pcba and solenoid valves three and four. The customer replaced the data acquisition pcba and solenoid valves three and four to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba board into a pi ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing failed. The technician could duplicate proximal pressure failure. The suspect da pcba failed pressure accuracy testing noted in the service manual. The reason for the pressure accuracy failure is due to a faulty and out of specification u6/ proximal pressure sensor at zero pressure. Product UDI is corrected.